Event description:
It was reported that this right ventricular (RV) lead was an explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.Additional information indicates that the right ventricular (RV) lead was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD WAS AN EXPLANTED DUE TO AN UNKNOWN PRODUCT PERFORMANCE ANOMALY. A NEW LEAD WITH DIFFERENT MODEL WAS IMPLANTED. NO ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
This supplemental report was created to update the entry in H6: Patient Codes.